Event description:
The customer returned the Gastrointestinal Videoscope for inspection, with no reported complaint. However, during the evaluation of the device, a noisy image was observed. There was no patient involvement.

Manufacturer narrative:
The device was returned to Olympus for inspection.A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: the screen displayed a noisy image due to a defective ultrasound plug unit and (analog to digital) AD cable. The most probable cause was traced to a component failure.Should additional relevant information become available, a supplemental report will be submitted.Olympus will continue to monitor field performance for this device.